Event description:
Pt reported the insulin delivery of the infusion device was inaccurate. Normal blood glucose is 100-140 mg/dl, and pt experienced elevated reading of 428 mg/dl. Pt changed infusion set and corrected by bolusing through infusion device. Infusion headset is changed every 2 days and infusion tubing every 5 days. Infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.